Event description:
Clinical study-179 days after a coronary drug eluting stenting treatment procedure, the pt expired. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the distal circumflex with 95% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with cutting balloon angioplasty and placement of a 3.5 x 12 mm taxus stent. Residual stenosis was 0%. The cath report notes, "there was no clear evidence of distal embolization although the pt did have moderate chest pain after stent deployment which decreased but did not totally resolve when the pt left the cardiac catheterization laboratory." The pt was discharged on the 2nd day. The site has submitted the following note to file: "the pt was notified several times by phone and did not return any calls. A letter was sent and we then received a call from the pt's family member explaining that the pt had expired 6 months ago. Gave very limited information and we will attempt to obtain death certificate." No further documentation has been received. In the opinion of the physician it is unknown if there was target vessel involvement.